Manufacturer narrative:
Further communication with the hospital led to the result, that the threads of the mounting nuts were completely stripped, which means that nut completely overlapped with the screw as the mounting fell off the device. Consequently the monitor fell off the primus resulting from a failure of the mounting nuts' thread windings over the whole thread. It cannot be evaluated afterwards, whether this resulted from a weakness of the nuts respective to the load or an unusually high stress of the arm, for example by transportation or handling. Drager medical reviewed the quality records and no similar event has been reported to us before. This combination is approved by drager and fulfill the requirements for mechanical strength. Therefore, we classify this event as a single case of instance that was probably caused by an extreme mechanical overload of the boom arm system.

Event description:
It was reported by hospital staff that the gcx arm with the infinity explorer and keyboard fell from the primus. Fortunately staff were able to catch the arm and monitor before any damage occurred. On examination by our service engineer it was found the 2x screws that hold the gcx arm onto the side of the primus had pulled out of the retaining nut insert plates in the side channel of the primus.